Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a curved opening, fold creases, brown and white particles. A leak test was performed and found one opening. A microscopic analysis identified: a curved sharp opening on radius side assessed as an unidentified (tear) opening. A dimension measurement in the shell was performed, which identified that the thickness was within specification. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.